Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000143653. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the scs system provided ineffective therapy. Targeted pain pattern is feet and calves. Reprogramming was attempted to no avail. Lead diagnostics showed that there were no impedances. The patient did not report any accidents. Surgical intervention was undertaken wherein the scs system was explanted and replaced with a drg system. Effective therapy was restored.